Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 69 mg/dl. Customer was treated with glucagon tablets by the emergency team. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.